Event description:
Pt with history of pelvic radiation experienced bowel perforation with colonoscopy for rectal bleed. Pt underwent an exploratory laparotomy, subtotal colectomy with ileostomy. No problem with device; pt's underlying anatomy predisposed her to this event.